Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
It was reported that the device would not hold pressure. No patient injury was reported.

Event description:
Customer reports being "out of it" with result of 293 mg/dl obtained on the advantage system. Customer's spouse treated him with "novolin" based on this result and called an ambulance. 10 minutes later customer tested 20 mg/dl on professional device; he was treated with something sweet and taken to the hospital. Low blood glucose symptoms improved 15 minutes later, and customer tested 50 mg/dl or higher at the emergency room. Customer was sent home 30 minutes later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.